Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2013, the patient was prescribed oral antibiotics. The implanted device remains.